Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. Per subsidiary, the user facility did not want to send the unit in for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the venous occluder display had gone blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.